Manufacturer narrative:
A visual examination revealed that the working length was twisted and the exposed cut wire along with the anchor assembly was dislodged from the distal pierce hole. Additionally the cutting wire was discolored from usage and distal end of the cutting wire attached to the anchor appeared burnt/blackened. The cutting wire melted the extrusion near the distal pierce hole creating a tear in the extrusion and, together with the anchor, detached itself from the distal pierce hole. The od of the exposed cut wire was measured and meets the specification. The condition of the returned incident device was consistent with the complaint that the cutting wire detached (dislodged) from the catheter of the device. During manufacturing, the tome devices are 100% inspected for working length and cut wire integrity. The directions for use (dfu) instructs the physician to use the appropriate power settings and also provides references for the power settings. In this complaint, the cutting wire appears to have melted/ split the extrusion which caused the cutting wire with anchor to be dislodged from the distal pierce hole. Based on the product analysis, though the exact root cause could not be determined at this time, the most probable root cause of operational context is being selected due to the procedural factors/ generator settings.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic sphincterectomy (est) procedure. According to the complainant, after energization, the physician noticed that one side of the cutting wire came off from the catheter. No portion of the wire fell into the patient. The procedure was completed with another autotome rx sphincterotome . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic sphincterectomy (est) procedure. According to the complainant, after energization, the physician noticed that one side of the cutting wire came off from the catheter. No portion of the wire fell into the patient. The procedure was completed with another autotome rx sphincterotome . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.